Manufacturer narrative:
(B)(4). Batch # n54r2c. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 58 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: was the cut line and staple line complete? No information. Did the device not fire at all? No information.

Event description:
It was reported that during an open unknown surgery, the firing force became high on the way of the 2nd firing on the colon when the device was used for a functional end-to-end anastomosis. Also the firing knob was broken off. Another device was used to complete the case. No pieces fell into the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Additional information was requested and the following was obtained: was the cut line and staple line complete? According to the report, the firing knob broke off on the way of the 2nd firing, therefore, the firing was partially done but incomplete.